Manufacturer narrative:
Device evaluation: the suspect device evaluation has not been completed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The rotator broke during inferior vena cava angiography. Pressure limit was 850 psi. There was no report of harm or injury.